Event description:
The customer reported that an 840 ventilator stopped cycling. No patient involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui and bd cable. The unit passed extended self-testing.